Event description:
It was reported that the pump touchscreen was missing pixels resulting in the customer's inability to interact and read the touchscreen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.